Manufacturer narrative:
Device analysis has indicated device failure. Device analysis report attached. This report is submitted on may 5, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on march 22, 2022.

Manufacturer narrative:
This report is submitted on august 19, 2020.

Event description:
Per the clinic, the patient experienced intermittencies wit the internal device. Reprogramming attempts were made; however, the issue could not be resolved. It is unknown whether the patient will be explanted, as of the date of this report.